Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
H10: update to (1) catalog item identifier and (2) brand name

Manufacturer narrative:
Update to device returned date, method code, type of follow up, device evaluated by manufacturer.